Event description:
It was reported that the ilet insulin pump generated repeated restart alerts and an alert 38 motor stall, and the user restarted the device multiple times without resolution before transitioning to backup therapy while a replacement was arranged. Symptoms included hyperglycemia with readings reported as ¿high,¿ sustained blood glucose above 180 mg/dl for about a day, and system alerts for glucose above 300 mg/dl for over 90 minutes, with the user feeling tired and without ketone testing or medical intervention. Outcomes included no hospitalization and no medical assistance required. Investigation included remote troubleshooting and user education, review of device performance based on user report, and initiation of device replacement. Investigation of this device revealed a reported motor stall and unresolved restart alarms consistent with a pump mechanical or drive malfunction that necessitated replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the pump mechanism.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.